Event description:
"Leaking oil" is noted on customer repair paperwork. On follow up, it was reported that during surgery, the dr noticed oil residue on the thumb of his gloved hand. The unit was taken out and another unit was brought in to complete the case. No oil dripped into the pt wound site. There were no injuries and no unusual delays as a result. The hosp contact reported that a third party had repaired their motors for quite some time.